Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2187-75 lead, implanted: (B)(6)2002 , 5076-52 implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that during laser lead extraction, for a system upgrade, the right ventricular (rv) lead broke. The lead was explanted and replaced with a new lead for the upgrade. No patient complications have been reported as a result of this event.